Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the tr35b packaging was damaged. On a subsequent firing, the tr35w reload locked out and a another tr35w was opened to complete the procedure. There was no consequence to the pt. 11/26/97 it was reported the seal on the tr35b package was not complete. The tr35w locked out and no staples or cut line were present.